Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire was failure to advance into the left ventricular lead. The lead was not used and replaced. There was no consequences to the patient.

Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. Analysis found that a complete lead was returned in one piece measuring 86.2 cm. Visual inspection and x-ray examination showed that the inner coil at the s-curve region was offset consistent with damage caused during the procedure. The lead was tested with a guidewire from the s-curve region and insertion restriction was noted in this region due to the offset inner coil. The cause of the reported event was due to the offset inner coil at the distal region consistent with damage caused during the procedure.